Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: during surgery in (B)(6) hospital for pulmonary wedge resection, there is no issue for the first 3 firings using the first reload. But for the fourth firing, the blade cannot be taken out. Then the security button was used, and the blade can be taken out. However, when the echelon was taken out from the patient, the staple unclamped in the tissue and cannot cut the tissue. And it caused the tissue torn. The info from the surgeon, there was an unusual sound from the tool when the issue happened. Then the surgeon changed to the second reload. The similar issue happened to the second reload. There was no issue for the first 3 firings. And then in the fourth firing, the blade cannot be taken out, and the echelon cannot be taken out from the patient. Therefore the surgeon decided to cut the tissue to take out the echelon and the tissue needs to be stitched. There was a need to re-surgery. We have received info from the local team that from the beginning the surgery used open procedure. So there is no converted process due to this incident for removing the devices. We also received info that the patient has done the second surgery using the same code of products and the surgery was success (no issue as the previous one). Additional information requested and received: what were the indications for the initial surgical procedure? Tuberculosis (pulmonary fistula). Did the patient undergo any preoperative radiation or chemotherapy? No. The synergy complaint form indicated that the report was related to a reusable device. Was this device re-sterilized and reused? Was this device used on more than one patient? The device was only used for one patient. The device is not re-sterilized and not re-used. Were there any clips used in the surgical procedure prior to the occurrence of this issue? No. Was the device difficult to close? No. Was the device difficult to fire? The first 3 firing was not difficult. Only the 4th firing was difficult. Was buttressing material being used? No. Can you please confirm that in the information provided ¿firings¿ means individual firing strokes of the firing trigger within one firing or does this mean complete 60mm firings of multiple cartridge reloads? Individual firing stroke of the firing trigger within one firing. What trouble shooting steps were taken in an attempt to open the device? 1st reload: red reverse switch was used, and the surgeon did one more firing. And pushed the anvil release button. But the anvil release button couldn¿t be pushed completely so the jaw couldn¿t be opened. They did use the reverse switch again but failed. Then, the surgeon push down the knife on the jaw and fired the firing trigger. Then the knife could go back to original position. Second reload: same as the first, but, the knife couldn¿t go back to original position and the jaw couldn¿t be opened at all. If the red reverse switch was used, was the firing handle completely opened when the switch was pushed down? Yes. Was an additional fourth reverse stroke completed plastic to plastic after the red reverse switch was pushed down? Yes. What is the surgeon¿s (or hcp firing the device) experience using the ec60a device? The surgeon has used the ec60a for approximately 4 cases and it was worked properly. Can you please provide clarification regarding the following statement provided: ¿when the echelon was taken out from the patient, the staple unclamped in the tissue and cannot cut the tissue.¿ when echelon was removed from patients, no staples were formed. The staples fell down from the cartridge. And the tissue wasn¿t cut. What were the indications for the second procedure? Persistent leakage. How long after the first procedure did the second procedure occur? First procedure was on wednesday, 2nd procedure was on the next monday (5 days after the first procedure). Was the second surgery the result of issues encountered with the device in the preliminary procedure? Yes. What was done in the second surgery? Wedge resection. What is the current patient status? He is in stable condition.

Event description:
It was reported that during a thoracotomy procedure, when the lung tissue was already clamped, the tools could not cut off and get off from the lung; required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
(B)(4). Batch # n5557m. The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and without any apparent damage. In addition the knife was not completely returned home as it was around 1 cm away from its home position, causing the device not to open. The knife was returned to its home position completing the 4th stroke. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event described could not be confirmed as the device performed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.